Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, patient reported that far vision is so bad, can't see anything. Additional information was received and stated patient contacted the surgeon three times, on second time of appointment surgeon told there was corneal swelling also surgeon thought it was "getting better." Patient also had astigmatism in the right eye. Patient distant vision is still not good, it is all fuzzy. Cannot drive car or watch tv with right eye.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint of "far off vision is bad." Information was provided that the event may be related to a post op corneal edema due to the mature cataract. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Due diligence has been performed in an attempt to obtain further information on this event. The consumer did not wish to have the surgeon contacted for further information, at this time. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).